Event description:
The micro oscillating saw was sent for eval because it was leaking a black substance during testing. The event was discovered during the routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Quality investigation is in progress; corrosion was noted within the device; add'l info will be submitted if any new info is provided.